Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a banding procedure performed on (B)(6) 2024. During the procedure, "the pull wire jammed." The procedure was completed using an alternative device. The exact device was unknown. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands unable to deploy and the trip wire kinked.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a banding procedure performed on (B)(6) 2024. During the procedure, "the pull wire jammed." The procedure was completed using an alternative device. The exact device was unknown. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands unable to deploy and the trip wire kinked.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the ligator housing was not returned, and the handle did not have evidence that the trip wire was secured. The trip wire was also kinked. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the instructions for use of the device weren't followed since the trip wire wasn't secured into the handle slot. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit". This condition, unsecured trip wire, could ultimately affected the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire unable to work accordingly with the handle when pulling the bands. It is most likely that when the bands were tried to be deployed, the excess of trip wire on the handle (since it was not secured) made the physician to kink the trip wire during the deployment. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.